Manufacturer narrative:
. Section h3:the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded monofocal intraocular lens (iol), model diu375, in the patient¿s left eye, the patient experienced difficulty adapting to the toric lens and complained of blurry vision, halos, and glare. The lens was explanted during a secondary surgical procedure and replaced with a preloaded monofocal intraocular lens, model dcb00. The complaint device was discarded. No additional information was provided.